Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose level was 95 mg/dl there was a delay in clearing the alarm; however, insulin delivery was resumed.